Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating the system was not picking up any fetal sound when scanning. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system was not picking up any sound with the system transducer. The fse provided the customer a replacement device transducer to resolve the system issue. The philips field service engineer (fse) confirmed the customers device issue and provided the customer a replacement device transducer to resolve the system issue. After the transducer was replaced, the system was placed back into service.